Event description:
It was reported that leads needed to be replace due to impedance trends show a steady increase over the last year. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).